Manufacturer narrative:
H6: 4756 (appropriate impact term/code not available): pressure infusor the product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 26 nov 2024 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by sunmed holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to sunmed holdings llc. Sunmed holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sunmed holdings complaint database and is identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a sunmed holdings llc. Product is defective or causes serious injury.

Event description:
The adhesive area between the sleeve and the airbag has come undone. The sleeve part has peeled off. We checked the device at our end and confirmed the issue. We have received two new complaints from the same facility as the previously reported 24-I-163i. The lot is also the same: 230200827. We have confirmed that the adhesive area between the sleeve and the airbag has come undone. We consider there may be an adhesive failure between the sleeve and the airbag. Even after 2 hours of pressurization, the pressure gauge maintained a reading of 300 mmhg.

Manufacturer narrative:
H6: 4756 (appropriate impact term/code not available): pressure infusor. The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 26 nov 2024 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by sunmed holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to sunmed holdings llc. Sunmed holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sunmed holdings complaint database and is identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a sunmed holdings llc. Product is defective or causes serious injury. The complaint reported that "the adhesive area between the sleeve and the airbag has come undone. The sleeve part has peeled off. " the supplier has already investigated this issue and determined root cause. The issue has been addressed with the supplier. Based on the device history record (DHR) review there were no abnormal processing issues noted. All products/packaging were produced per specifications. A risk assessment was performed, and the overall patient caregiver risk was determined to be low while the regulatory/compliance risk was determined to be medium. The severity of the failure mode is serious (3), with an actual occurrence rate of improbable (1) which falls within the anticipated occurrence rate of remote (2). Based on this risk assessment, CAPA is not required per ref: (B)(4). There were 11 complaints reported for pressure infusor bags during the same timeframe related to the failure mode of the sleeve tearing/coming off. We will continue to monitor trends during our periodic complaint review meetings.

Event description:
The adhesive area between the sleeve and the airbag has come undone. The sleeve part has peeled off. We checked the device at our end and confirmed the issue. We have received two new complaints from the same facility as the previously reported 24-I-163i. The lot is also the same: 230200827. We have confirmed that the adhesive area between the sleeve and the airbag has come undone. We consider there may be an adhesive failure between the sleeve and the airbag. Even after 2 hours of pressurization, the pressure gauge maintained a reading of 300 mmhg.